Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on 06/30/2014. The patient presented on (B)(6) 2014 with fever, discharge and foul odor. The patient was readmitted on 7/11/2014 and cultures showed group b streptococcus and staph lugdunensis. Antibiotics were given 6-8 days after the procedure. The patient had a cat scan that showed pelvic collections suggestive of an abscess. The patient was re-operated on (B)(6) 2014 for evacuation of the pelvic abscess and a wound vac was applied. Currently, the wound vac is still on and the patient has not returned to work.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable adhesion barrier was used. The patient experienced oozing from the incision line, a pelvic abscess and fever following insertion. The patient required readmission to the hospital. Additional information has been requested.